Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that "I had two level tlif surgery: l4-l5, l5-s1. Three months post surgery started with hypersensitivity from mid abdomen, through hips and both legs. Six months post surgery, sciatica both legs, swelling lower back with fluid drainage from surgery site, and nausea. Sent for a MRI; was told I had fail back disease. They never mentioned bone growth or cyst. My gp sent me to doctors that did CT, emg, blood work. Their finding on CT showed the same as MRI: bone growth from implants nerve compression, a cyst with sinus drains. Bloodwork showed no active infection, but high white count. Doctor said it may be allergy due to the implants. I lost medical coverage so I cant afford f/u on the problems that started after the implant surgery. To date, still have hypersensitivity, nausea, fluid drainage from surgery site, and muscle spasms."